Manufacturer narrative:
One (1) certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the screw collar, drive feature, and body are noted to be only slightly worn, indicating use. The drive feature is intact and functional. Therefore the complaint could not be verified. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated.

Manufacturer narrative:
Device lot number not provided/unknown.

Event description:
The doctor reported that they were patient was presented with a loose iunihg abutment screw and does not retain the abutment. (B)(6). No further consequences to the patient.

Manufacturer narrative:
Following the additional information received from the customer this event no longer meets the criteria of a reportable malfunction. As a result the prior submissions for MFR- 0001038806-2017-00236 submitted on may 15, 2017 and MFR- 0001038806-2017-00236-1 submitted on july 20, 2017 are no longer considered reportable events by the manufacture and no further reports will be submitted for this event.

Event description:
In follow-up phone conversation with customer it was clarified that the abutment screw was sent because they were informed that warranty applies to the screws when being sent in conjunction to an implant. The customer was unaware at the time they sent the implants and they set the screws after realizing this fact. Therefore this is no reported malfunction with the returned abutment screw.